Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer stated that entire left rear wheel assembly completely sheared off of the rollator as she was sitting on the seat of the rollator. Consumer stated this occurred when she went to adjust herself in the seating position. MDR filed.